Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt reported at this time.

Manufacturer narrative:
The results of the manufacturer's evaluation suggests that this event is not device related but rather is associated with intra-operative procedures.